Manufacturer narrative:
S/w ver. Unknown. Retainer ring = clear. On (B)(6) 2021 the customer reported a crack on the belt clip rail area going through the back of the pump. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, faded serial number label, scratched case. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open, and the boards were taken out of the case. After visual inspection, there is corrosion in/around the following: battery compartment, battery board, keypad flex cable terminal; pcba1--severe corrosion just about everywhere; pcba2--j1, lcd flex cable terminal. In an effort to obtain the software version, pcba2 was plugged into a known good pcba1 which in turn was inserted into a known good case. The unit still booted up to a blank display. In summary, the customer¿s report of a crack on the belt clip rail area going through the back of the pump was confirmed during visual inspection. The blank display is due to the severe corrosion on both boards. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the clip rail and back of the pump. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.